Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported observing black spots or markings on the display of their adc glucose meter. The customer experienced a loss of consciousness and two hours later awoke to medical staff in his home. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported observing black spots or markings on the display of their adc glucose meter. The customer experienced a loss of consciousness and two hours later awoke to medical staff in his home. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter cegz273-a0972 was sent for further investigation. Performed visual inspection of the returned meter and observed a cracked lcd display, in which the liquid crystal had bled all over the screen and made it appear nearly black. The returned meter made a beeping sound as a battery was inserted, however, nothing was seen on the screen, and several arc-shaped cracks were observed. In addition, observed the battery holder was not holding the battery securely, and the battery tended to spring out. A known good meter will hold the battery very tightly and the battery is usually difficult to remove from the holder. Examined the battery holder and observed two visible cracks. Both of these failures are caused by strongly dropping or hitting the meter. Therefore, this issue is not confirmed to use. The dhrs for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
A visual inspection was performed on the returned meter, and no issues were observed. The meter powered-on with a button press and insertion of the retained strip. Black spots/markings were observed while scrolling through the meters display menu. It is confirmed that the black spots/markings observed on the meter display were caused by a faulty lcd (liquid crystal display). An extended investigation was also performed and there was no indication that the product did not meet specification at the time of manufacturing. Dhrs (device history review) for the freestyle freedom lite were reviewed and the dhrs showed the freestyle freedom lite passed all tests prior to release.

Event description:
A customer reported observing black spots or markings on the display of their adc glucose meter. The customer experienced a loss of consciousness and two hours later awoke to medical staff in his home. No further information was provided. There was no report of death or permanent injury associated with this event.